Manufacturer narrative:
The crep2 reagent lot number was 75173401 with an expiration date of 30-jun-2024. The albumin reagent lot number and expiration date were not provided. A reagent issue was excluded as qc was acceptable. On 10-jan-2024 the field service engineer (fse) found a bent sample probe. The fse replaced and adjusted the sample probe and the reagent probe. Rinse levels were within specification. The drying nozzles were replaced on a rinse station. Calibration and qc were acceptable. The service actions resolved the issue.

Event description:
There was an allegation of discrepant results for 2 patients tested for crep2 and albumin on a cobas 8000 c 702 module. Patient 1 initial crep2 result was 32 umol/l. This result was reported outside of the laboratory where the clinician believed there was too much of a difference from the patient¿s previous result and requested repeat testing. The repeat result was 109 umol/l. On (B)(6) 2023 patient 2 initial albumin result was 73.8 (unit of measure not provided). The repeat result was 26.4.